Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the armada 35 would not deflate after one inflation at nominal pressure in the moderately tortuous and moderately calcified superficial femoral artery. A guide wire was inserted to successfully pop the inflated armada. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional analysis was performed on the returned device. The reported deflation issue was not confirmed. The investigation was unable to determine a conclusive cause for the reported deflation difficulty. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history revealed no other incidents from the reported lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.